Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during prime process. The customer¿s blood glucose level was unknown. The customer also stated that the rewind taking longer and making a grinding sound, false and unexplained no delivery alarms. Customer also stated that the insulin pump had scratches and reset setting after battery change. The insulin pump will not be returned for analysis.